Event description:
The lead was explanted and returned for evaluation with no reason for return or explant noted. However, upon receipt, review of the device's diagnostic summary indicated that an alert message. "Pacing lead impodance out of range. Possible output circuit damage detected occurred in 2005.